Manufacturer narrative:
A sample device/lens was not returned for analysis. The lens remains implanted. The lot number was provided on the questionnaire. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicate the use of a non-qualified viscoelastic. The investigation could not identify a root cause for the reported haptic dislocation. There was no reported issue with the lens delivery. The patient's lifestyle was indicated by the surgeon as a possible factor in the cause of the event. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A doctor reported that one day after an intraocular lens (iol) was implanted, one of the haptics was noted to be out of the capsular bag. The surgeon took the patient back to surgery two days after initial implantation and repositioned the haptic back into the capsular bag. The patient is recovered. A possible cause of the event was indicated by the surgeon as being related to the patient's lifestyle. Additional information was requested.